Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient said one of every seven or eight intermittent catheters was dry, which caused bleeding. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed as user related based on the reported event. A potential root cause for this failure mode could be due to "due to anatomic condition lack of training on appropriate insertion technique, user error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient said one of every seven or eight intermittent catheters was dry, which caused bleeding. No medical intervention was reported. Per follow up made on 30mar2021, it was reported that catheter was improperly used by the customer which resulted in the failure.